Manufacturer narrative:
Age or date of birth/weight : unknown/information was asked but not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter name and address:phone number: (B)(6). (Other): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that astigmatism had not improved in a patient and that the astigmatic axis had reversed even though toric lenses had been used. The issue was noticed at the post-operatice examination and with both eyes of the patient. The doctor indicated that it is highly possible that rotation had occurred in the eyes. The doctor confirmed that there had been no problem with the axis marks position of the lenses. Right eye preoperative: -2.75d (90degrees), 1st day after surgery residual astigmatism: -2d (30 degrees), 1-week after surgery residual astigmatism: -1.25d (45 degrees). Somewhat dissatisfied with the appearance. However, there is no dissatisfaction when viewed with both eyes reported. Left eye: astigmatism axis flips (20 degrees when planned, but 95 degrees in reality), residual astigmatism: -1d. The patient is unaware. No health hazard, no problem with binocular vision at the present and no patient injury reported. The lenses remain implanted as of to date. No further information was provided. The patient had bilateral lens implants. This report captures the lens implanted in patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Additional information: additional information received indicated that the exact axis (target axis) the lens was implanted / set for each was 5 degrees left, 11 degrees right. The astigmatic axis flips. That the rotation at the post-op evaluation was 95 degrees left, 101 degrees right; however, there is no problem with eyesight. Left eye: axis inversion (95 ° planned ¿ 20 °) residual astigmatism-1d. There is no problem with patient awareness right eye: preoperative-2.75 / 90 degrees = 1st day after surgery-2.00 / 30 degrees ¿ 1 week after surgery-1.25d / 45 degrees the doctor indicated that because there is ped (pigment epithelium detachment) in the fundus, he is a little dissatisfied with how it looks, but there is no problem when viewed with both eyes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.